Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 45 months oversensing was reported. The patient had been shocked 39 times and there were quite a few vf episodes, due to the oversensing, stored in the memory of the device. A lead fracture was suspected. The lead remained implanted at that time. At the moment, biotronik has no further details with regard to a revision procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 16.5 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. In the course of the visual inspection a cut in the insulation was observed which most likely occurred during the explant procedure. The analysis of the available lead fragment did not show any deviations which might have contributed to the reported oversensing with shock delivery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.